Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported experiencing decreased vacuum during the cortex step of cataract surgery. There was no patient harm.

Manufacturer narrative:
Additional information is provided in evaluation codes and additional MFR narrative.. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on july 13, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. This is one of three complaints reported for this finished goods consumable lot. All three of the complaints reported for finished goods lot are for this issue. Review of the device history record (DHR) indicates the order was built to specification. A sample has not been returned for this complaint. Therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is received. The system operator's manual provides instructions for aspiration/suction issues. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).